Event description:
The following was reported to davol by the patient's atty. On (B)(6) 2005, the patient underwent an incisional ventral hernia repair, at which time a small oval bard composix kugel patch was implanted. On (B)(6) 2013, the patient was taken to the operating room for incision and drainage of an abcess allegedly caused by a broken memory recoil ring. The mesh was removed and a small bowel resection was also performed. The atty's report alleges pain, ring break, abscess, bowel resection, and defective mesh.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. It is alleged that the patient underwent incision and drainage of an abscess allegedly caused by a broken memory recoil ring. Currently, medical records and product identifiers have not been provided; therefore, a mfg review could not be conducted. Additionally, no sample was returned for eval. With the available info, no conclusion can be drawn at this time. If additional event and/or eval info is obtained, a follow up MDR will be submitted.